Event description:
It was reported that the patient received a patient notifier for out of range hv lead impedance. Upon interrogation, low hv lead impedance was observed. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. An internal insulation abrasion was found under the svc shock coil at 24.4cm-25.2cm from the tip. The etfe coating of the rv conductor was abraded at this location. This damage could have caused the reported low shock impedance if the damaged rv conductor contacted the svc shock coil.